Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was scheduled for a battery replacement only. After initial connection with the new battery, connectivity and impedances were all out of range. The hcp attempted multiple times to better the connection by removing and screwing in the leads to the battery. After multiple attempts, a wens was used to verify lead integrity which were all in normal range for impedances. At that time, the ins was attempted to be connected once again, but the hcp could not fully advance. A new ins was requested. After opening the second battery, the same issue arose and at that time the hcp used a scalpel to straighten the edge of the 0-7 lead and was able to advance it all the way. Post-op impedance check showed that 8-15 were all in range, but 1, 2, 3, 5, 6, 7, and 15 were out of range. The issue was not yet resolved. The first battery that was not used was going to be sent back for analysis. Additional information received from a manufacturer representative (rep). It was reported that the cause was not determined. The rep assumed that the screws were not fully backed out before advancing since the hcp was able to advance prior. The rep was going to evaluate more post-op to determine further actions to take to resolve the impedance issue. No further complications were reported.

Manufacturer narrative:
H3: analysis of product 97715 s/n (B)(6) found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.